Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hypoglycemia, with a blood glucose reading around 40 mg/dl. The customer's perceived cause of event was the adjustment her physician made to the insulin pump two days prior to the hospitalization. The customer stated that the physician had created a pattern basal but has now told her to change it back to the standard basal. At the time of the report, the customer's blood glucose level was over 400 mg/dl. Nothing further was reported.